Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis did find that the screen will not remain in position, the screen is out of calibration. (B)(4): analysis was unable to confirm the initial report of trouble identifying devices, no anomalies were found.

Event description:
It was reported there was trouble identifying devices at times, and an error message occurred. In addition, the screen will not remain in position. No patient complications were reported as a result of this event.